Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a distributor, a first time wearer of the lenses experienced itching eyes, rash over body and eyes resulting in admittance to hospital in anaphylactic shock. The patient has been released from the hospital and is currently undergoing allergy testing. The treatment provided, duration in the hospital and identification of the allergen is unknown. Additional information received on 11/20/2015 via completed questionnaire indicated that the patient was not previously exposed to the suspected agent (lenses) and that he experienced mild itching/discomfort with the lenses which escalated to severe symptoms developing resulting in hospitalization. The onset of symptoms were 3.5 hours following insertion of the lenses. The patient presented with the following symptoms: pruritus, angioedema, dyspnea, difficulty swallowing, change in consciousness, tingling, bronchospasm or wheezing, cough, feeling hot/redness/erythema, chest tightness, numbness, low blood pressure due to respiratory problems and nausea or vomiting (possibly associated with the medications). The patient visited the emergency room where he was diagnosed with anaphylaxis resulting in admittance into the hospital for 48 hours ((B)(6) 2015). During treatment for the condition, the patient was treated with an injection of epinephrine (adrenaline) and was given antihistamine (chlorpheniramine) and corticosteroid (prednisolone) medications orally. The patient also required the use of oxygen (duration unknown). The symptoms are noted to have resolved with sequelae following the treatment. The patient has a previous medical history of mild asthma. There was no other significant medical history noted nor was there any notable familial medical history. The patient had not received any transfusions, blood products, vaccinations, nor was he exposed to any radiocontrast media recently. The patient has follow-up appointments scheduled (dates unknown) and is currently taking medications. (Name and dosage unknown). Additional information has been requested.

Manufacturer narrative:
The lot number was not provided and the complaint product was not made available for evaluation. A historical complaint data and trend review was performed and no adverse trends were identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on (B)(6) 2015 indicated that all information willing to be disclosed was provided in the questionnaire by the patient. No further was provided or is expected.